Event description:
It was reported that the right ventricular lead impedance measurements were high. The measurements had been within range at the device check approximately one month earlier. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.